Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 396 mg/dl. The customer reported that she gets tired. Customer reported that she changed the reservoir and set and noticed that the cannula was not bent. Customer reported high blood of 180 mg/dl and the current blood glucose was 331.2 mg/dl. Troubleshooting was performed. High pressure test was performed and insulin pump passed the high pressure test. The customer reported air bubbles in the reservoir. Troubleshooting was not completed therefore the root cause of the air bubbles could not be determined. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.